Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump under-delivered insulin. The blood glucose reading was 303 mg/dl, which was treated with manual injection. The customer stated that the basals were set to 57 units and insulin, but the insulin pump only showed that she had used 30 units. She complained of thirst, blurred vision and an upset stomach. Upon troubleshooting, it was found that the insulin pump was working as designed and passed the high pressure test. She was assisted with clearing the no delivery test and stated that she had tried to resolve the issue with at least 3 infusion set changes. She did not feel comfortable using the device and requested its replacement. Nothing further reported.

Manufacturer narrative:
The unit passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The unit functioned properly. The unit was received with a cracked reservoir tube lip, and cracked belt clip slot.